Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the instructions for use, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a right ventricular outflow tract ablation procedure, a cardiac perforation occurred. While mapping in the right ventricle outflow tract in the anterolateral region, the catheter was attempted to be moved to the region of interest but it appeared outside the navx anatomy. The patient became hypotensive and dizzy. Fluoroscopy and echocardiogram were performed, revealing a perforation. A pericardiocentesis was performed and medication was given to stabilize the patient. There were no performance issues with any abbott device.